Event description:
In 2008, the patient/layperson alleged to a customer care advocate, cca, that her onetouch ultramini results were inaccurately high, resulting in overmedicating followed by hypoglycemia. The cca replaced all proudcts. This senior medical affairs specialist spoke with the pt on the following month. Results are in the correct unit of measure, mg/dl. The pt was concerned that she has been having frequent hypoglycemic events after injecting insulin based upon her meter results. Although not a new occurrence, she has been hypoglycemic more often since her physician, on eleven days prior to original date, added 15 units humalog to be taken at breakfast, lunch and dinner as well as 60 units lantus at bedtime besides her usual humalog on a sliding scale. The pt self-treated druing the hypoglycemic episodes in which her symptoms were shaking, pounding heart, cold sweats, and confusion. On one occasion, a test strip also peeled when placing it into the test port. While hypoglycemic one of the pt's self-tests were 45 and 37, reflecting her symptoms. The pt is to remain on the new regimen for 21 days and then follow up with the dr. The pt is asymptomatic when both hyper and hypoglycemic, and suffers from non-alcoholic related cirrhosis of the liver. It is not clear that the product is malfunctioning, or that the pt's current insulin regime may need decreasing. Her recent hemoglobin a1c of 13.4 reflects elevated blood glucose. Nevertheless, the complaint is classified, as an adverse event because the pt stated she increased her inslin based upon the meter's results and experienced hypoglycemia afterward.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.